Event description:
During pta with 2 stents, a palmaz genesis stent "escaped from the deployment system while the physician tried to approach the stent to target lesion in the iliac artery and was implanted in a non target lesion. The procedure was closed and the physician did just balloon angioplasty. The patient is ok now". Access was via the femoral and a contralateral approach was used. The product stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The target lesion had more than 80% stenosis, calcified, was at an acute angle and bifurcating. The vessel was also tortuous. The stent was properly mounted on the system when inspected prior to use. Devices used were an 8f terumo sheath and a .035 terumo guidewire. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. There was no negative pressure applied to the sds. It is unknown if the inflation device was in the neutral position when the system was being advanced. The stent dislodged in the patient and was implanted in a non-target lesion. Another stent was not deployed to treat the target lesion. A second lesion common iiilac artery was being treated with the second device and it did not go through a previously implanted stent. The product stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use.

Manufacturer narrative:
(B)(4). During approach to the iliac artery for stenting, a palmaz genesis stent dislodged from the delivery system and was implanted in a non-target lesion. The target lesion reportedly had more than 80% stenosis, was calcified, tortuous and at an acute angle and bifurcating. Access was via the femoral artery and a contralateral approach was used. The stent intended to treat the first lesion dislodged, was implanted in a non-target lesion and the procedure was completed with balloon angioplasty only. The device was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The stent was properly mounted on the system when inspected prior to use. Devices used were an 8f terumo sheath and a .035 terumo guidewire. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. There was no negative pressure applied to the sds. It is unknown if the inflation device was in the neutral position when the system was being advanced. A second lesion, located in the common iliac artery, was unable to be treated as a second palmaz genesis stent would not pass through a previously implanted stent. Details regarding the second lesion and how the procedure was completed are unknown. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. However, upon analysis of the returned device, it was noted that the struts at the distal end were uplifted, the balloon appeared to have been partially inflated and the stent was partially deployed and moved from its original position. There was no patient injury reported. One non-sterile sds genesis 9x39mm 135cm pro was received coiled inside a plastic bag. The stent was not received; it appears as if the balloon was previously inflated and deflated since residues of inflation media were noted along the balloon. No other damages were noted in the device. Crimping marks were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "stent - dislodged" and "inaccurate placement" for the first palmaz stent was not confirmed through analysis as the balloon had been previously inflated and deflated and crimping marks were noted in the balloon. The stent remained implanted in the patient and there was no reported patient injury. The exact cause of the failure reported by the customer could not be conclusively determined; however, based on the information available, there are vessel characteristics (80% stenosis, calcified, tortuous, at an acute angle and bifurcating) that may have contributed to the difficulty experienced by the customer. The reported "offset/out of position", "premature deployment" and "strut uplift-distal" of the second palmaz geneis, noted during analysis, is likely procedurally related as the operator had difficulty guiding the device through a previously implanted stent. Neither of the analyses, dhrs, nor the information available for review suggests that the difficulties experienced could be related to the manufacturing process of the unit; therefore, no corrective action will be taken. This is one of two products involved with the reported events with associated manufacturer report numbers of 9616099-2013-00240 and 9616099-2013-00161.

Manufacturer narrative:
During approach to the iliac artery for stenting, a palmaz genesis stent dislodged from the delivery system and was implanted in a non-target lesion. The target lesion reportedly had more than 80% stenosis, was calcified, tortuous and at an acute angle and bifurcating. Access was via the femoral artery and a contralateral approach was used. The stent intended to treat the first lesion dislodged, was implanted in a non-target lesion and the procedure was completed with balloon angioplasty only. The device was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The stent was properly mounted on the system when inspected prior to use. Devices used were an 8f terumo sheath and a .035¿ terumo guidewire. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. There was no negative pressure applied to the sds. It is unknown if the inflation device was in the neutral position when the system was being advanced. A second lesion, located in the common iliac artery, was unable to be treated as a second palmaz genesis stent would not pass through a previously implanted stent. Details regarding the second lesion and how the procedure was completed are unknown. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. However, upon analysis of the returned device, it was noted that the struts at the distal end were uplifted, the balloon appeared to have been partially inflated and the stent was partially deployed and moved from its original position. There was no patient injury reported. One non-sterile sds genesis 9x39mm 135cm pro was received coiled inside a plastic bag. The stent was not received; it appears as if the balloon was previously inflated and deflated since residues of inflation media were noted along the balloon. No other damages were noted in the device. Crimping marks were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿stent - dislodged¿ and ¿inaccurate placement¿ for the first palmaz stent was not confirmed through analysis as the balloon had been previously inflated and deflated and crimping marks were noted in the balloon. The stent remained implanted in the patient and there was no reported patient injury. The exact cause of the failure reported by the customer could not be conclusively determined; however, based on the information available, there are vessel characteristics (80% stenosis, calcified, tortuous, at an acute angle and bifurcating) that may have contributed to the difficulty experienced by the customer. The reported ¿offset/out of position¿, ¿premature deployment¿ and ¿strut uplift-distal¿ of the second palmaz geneis, noted during analysis, is likely procedurally related as the operator had difficulty guiding the device through a previously implanted stent. Neither of the analyses, dhrs, nor the information available for review suggests that the difficulties experienced could be related to the manufacturing process of the unit; therefore, no corrective action will be taken. This is one of two products involved with the reported events with associated manufacturer report numbers of 9616099-2013-00240 and 9616099-2013-00161.

Manufacturer narrative:
As reported by the affiliate, during use in a patient one palmaz genesis stent dislodged from the delivery system. No patient injury was reported. During peripheral transluminal angioplasty and stenting, a palmaz genesis stent dislodged from the stent deployment system during approach to the iliac artery. The target lesion reportedly had more than 80% stenosis, was calcified, and the vessel was tortuous at an acute angle and bifurcating. The stent was therefore deployed in a non-targeted area. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The procedure was completed with balloon angioplasty only. One non-sterile sds genesis 9x39mm 135cm pro was received coiled inside a plastic bag. The stent was not received; it appears as if the balloon was previously inflated and deflated since residues of inflation media were noted along the balloon. No other damages were noted in the device. Crimping marks were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "stent - dislodged" was not confirmed through analysis as the balloon was previously inflated and deflated and crimping marks were noted in the balloon. The stent remained implanted in the patient and there was no reported patient injury. The exact cause of the failure reported by the customer could not be conclusively determined; however, based on the information available, there are vessel characteristics (80% stenosis, calcified, tortuous, at an acute angle and bifurcating) that may have contributed to the difficulty experienced by the customer. Neither the analysis, DHR, nor the information available for review suggests that issues are related to the manufacturing process of the unit; therefore, no corrective action will be taken.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The stent delivery system is being returned but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.